Manufacturer narrative:
Patient information as been requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018, as alarming stopped through the paging (iem) system at 10:17am. The patient leads off of telemetry starting happening at 17:30pm, and no iem leads off alerts were received. At 19:00, they found the patient in room 335 in 3 south expired. The patient died.

Manufacturer narrative:
The paging interface was operational and worked as expected earlier in the day between (B)(6). However, the customer said the patient had an event at (B)(6); no paging data for that bed at that time or after was available, and it is not known what the input/monitoring system was doing during that time, due to the monitoring system being a ge product, not a philips product. The pse also indicated that if the ge system monitor had a ¿leads off¿ alert, no patient data from ge would be received. However, further investigation of the report that the patient leads off of telemetry starting happening at (B)(6) and no iem leads off alerts were received, could not be performed, as the logs needed to for the investigation from ge were not available. Therefore, philips could not rule out a malfunction, or that the failure to page may have been a factor in this event. The customer was directed to have the vendor ge parse its systems logs. The customer had no further questions for philips, and confirmed that they had informed ge of the issue. No further investigation is warranted at this time.